Event description:
The patient underwent full revision of the generator and lead on (B)(6) 2015. Attempts were made for the explanted products but they have not been received by the manufacturer to date.

Event description:
High impedance was observed during patient's follow up visit. The physician ordered chest and neck x-rays and referred patient to be seen by a neurosurgeon. Patient's settings were also disabled on (B)(6) 2015. Additional information was received that the patient was previously seen on (B)(6) 2014 and that there was no indication of high lead impedance at that time. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Review of the available programming and diagnostic history.